Event description:
It was reported that "when installing the nasal cannulas in the vital emergency reception room, the healthcare professional notices an untimely disconnection between the tubing and the flowmeter 'olive' at the wall outlet. Clinical consequences and current condition of the patient or people involved oxygen desaturation". The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information available at this time.

Manufacturer narrative:
Qn#(B)(4). The sample was not returned to the manufacturer for evaluation. The manufacturer reported: "no anomalies were observed. The cause of this problem may be caused by a mismatch between the connector and the flow meter connector used by the hospital. A device history record was not completed as the lot number was not provided." Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). The UDI number unavailable as complainant did not report a lot number.

Event description:
It was reported that, "when installing the nasal cannulas in the vital emergency reception room, the healthcare professional notices an untimely disconnection between the tubing and the flowmeter 'olive' at the wall outlet. Clinical consequences and current condition of the patient or people involved oxygen desaturation". The patient's current condition is reported as "unknown". Additional information was requested from the customer, no additional information available at this time.